Manufacturer narrative:
Approximate age of device: 2 years, 4 months. The device was returned for evaluation. A tissue-like thrombus formation was found adhered around the inlet bearing cup and inlet bearing ball. The thrombus showed evidence of lamination, and the portion of the thrombus in contact with the bearings appeared denatured, indicating that it likely formed around the bearings for an undetermined amount of time while the pump was operating. The observed deposition would have potentially contributed to the reported elevated lactate dehydrogenase levels. The remaining blood contacting surfaces revealed no deposition. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events associated with use of the heartmate ii left ventricular assist system. Review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had not checked their inr for approximately 3 weeks, despite the direction of the medical team. Upon checking, the inr was 1.1. The patient was admitted to the hospital and the lactate dehydrogenase (ldh) level was 5400 u/l. Lvad parameters were stable; however, the patient was more pulsatile, and auscultation of the pump sounded different from baseline. A heparin drip was administered which slightly decreased the ldh to 3400 u/l. The patient's baseline ldh was 700 u/l to 800 u/l. The sound of the pump continued to deteriorate and the patient received a pump exchange on (B)(6) 2016. During the explant procedure, thrombus was reportedly noted on the inlet stator and bearing. As of (B)(6) 2016 the patient was reported to be doing well. No additional information was provided.